Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Analysis found fluctuations in the auto capture thresholds along with small fluctuations in lead impedance measurements were thought to contribute to the longevity changes. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that upon interrogation the pacemaker's battery was at the end of life, the magnet rate was 85 beats per minute. The physician noted that three months earlier it showed less than half a year remaining. It was further noted that one and a half years ago the battery stated two years remaining. Technical services discussed that the pacemaker reached the end of life and will not recover. The physician was concerned that the pacemaker reached eol earlier than expected. The pacemaker was explanted. No additional adverse patient effects were reported.